Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 14 years and 7 months post implant of this bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic valve. The valve was calcified, stenotic, and the physician felt that the leaflets did not "open and close normally under blood pressure". The physician was pleased with the duration that the valve lasted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual inspection noted that the valve sewing ring was removed exposing part of the stent, likely occurred during the explant procedure. The valve was distorted and oval shaped. All leaflets were in the closed position with wavy free margins. All leaflets were slightly stiff but flexible except where calcification and / or host tissue was present. The free margins of all cusps were twisted and crowded. There was extrinsic calcification nodules on the belly of the right cusp (rc), on the lunula of the non-coronary cusp (nc) adjacent to the right non-coronary commissure and surrounding the right left commissure. Tissue deterioration was noted on the left (lc) and right cusps (rc) adjacent to the commissure dehiscence. Extrinsic calcification on right left commissure may have contributed to the separation of tissue. There was right left commissure dehiscence observed which did not expose the aortic wall; therefore, manufacturing sutures could not be assessed. There was calcification nodules on the right non-coronary commissure. The start of dehiscence was noted on the superior coaptive area of the right non-coronary commis sure, which was intact. Thick tan-white pannus lined the inflow, and extended from the base stitching up to 6mm on all leaflets and into all inferior coaptive areas. An unknown amount of pannus appeared to have been removed during explant. Radiography revealed calcification on the right left commissure, on the right cusp (rc), non-coronary cusp (nc) and left non-coronary commissure. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth with minimal calcification. These findings are generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.